Event description:
A group ab pt failed to react in the anti- a microtube of the mts monoclonal a/b/d and reverse grouping card lo# 092605037-02 and with the a1 cells in the reverse grouping on the provue analyzer.